Manufacturer narrative:
Additional information was received that the patient's ipg stopped charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. Ipg replacement was per physician's preference.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.